Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv pacing lead was abandoned, but not explanted, and replaced in (B)(6) of 2009 for an apparent lead fracture. A new lead was implanted. On (B)(6) of 2010, the "physician found that the lead was completely cut and dropped" into the ventricle. An unsuccessful attempt was made to remove the lead using a snare catheter. There were no patient complications reported as a result of this event.